Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urinary drain bag was leaking, and this was the second time it has happened, and it leaked near the tube outlet hub. Per follow-up via phone on (B)(6) 2022, it was reported that the two bags were leaking around the edges of the circle at the base of the drain tube. Also reported that, the patient experienced bleeding and seeping skin from using the male external catheters, and they used cleaning prep in the past but that did not help with the problem. Patient consulted physicians and asked questions, but no solution was provided. No medical intervention reported. Also reported that, the patient was cleaning and reusing the urinary drain bags and questioned regarding cleaning the product and stated the tubes were dirty.

Event description:
It was reported that the urinary drain bag was leaking, and this was the second time it has happened, and it leaked near the tube outlet hub. Per follow-up via phone on 09feb2022, it was reported that the two bags were leaking around the edges of the circle at the base of the drain tube. Also reported that, the patient experienced bleeding and seeping skin from using the male external catheters, and they used cleaning prep in the past but that did not help with the problem. Patient consulted physicians and asked questions, but no solution was provided. No medical intervention reported. Also reported that, the patient was cleaning and reusing the urinary drain bags and questioned regarding cleaning the product and stated the tubes were dirty.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "defective components from the supplier". It was unknown whether the device had met specifications. The product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.